Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent telemetry due to the cable being out of electrical specification. As a result the cable was replaced.

Event description:
It was reported the rf (radio frequency) head does not interrogate consistently. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).